Manufacturer narrative:
The reported events of over-sensing as well as for loose or intermittent connection, could not be confirmed. The device was received from the field with battery voltage above the elective replacement indicator (eri) level and no anomaly was found on the header that was related to the reported events. Further analysis performed demonstrated normal device characteristics, with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No issues presented during thorough testing of device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27171. It was reported that the patient presented at a clinic following a recent implant. It was noted that the atrial lead exhibited noise reproducible with isometric testing and pacing inhibition. The patient was symptomatic to the pacemaker tracking the lead noise with the right ventricle pacing at the maximum rate. Dislodgement was suspected. The lead was scheduled for a revision. During the procedure for the lead revision, the physician had trouble repositioning the atrial lead due to issues retracting and extending the lead's helix. The lead was explanted and replaced. The physician also opted to explant and replace the pulse generator in case the noise was from the pacemaker set screw. The patient tolerated the procedure with no issues.